Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a cracked touchscreen. There was no reported impact to customer's blood glucose level. Reportedly, the customer was unsure how the touchscreen cracked. It was indicated that the pump was still functional and the customer would continue to use the pump for insulin therapy.